Event description:
It was reported that there was premature battery depletion "always three years before eri (elective replacement indicator), now after twenty months." It was unclear what the time lengths referred to. The reporter stated that stimulation settings had not been altered since the last device replacement. It was noted that in the last device replacement, a different device model was used. It was reported that there were no problems found during troubleshooting. The reporter stated that impedance was a bit low, "but nothing alarming." It was reported that there was no injury or adverse event. The reporter stated that patient symptoms included gradual loss of therapy. It was noted that a replacement would be scheduled. Four weeks later, it was reported that a longevity calculation was done and "there were no surprises." A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that a longevity calculation was conducted that included the low impedance, and there "were no surprises".

Manufacturer narrative:
Analysis of the implanted neurostimulator (serial number (B)(4)) found no significant anomaly. The battery was at normal end of life and telemetry and output were okay. It was noted that the longevity estimate was based on the printouts returned (no impedance values were received. The calculations were based on a default calculator impedance of 1000 ohms and the lower limit of 100 ohms.)with 1000 ohm impedance:eri= 23.94 months eos= 26.88 months with 100 ohm impedance (short circuit will be <(><<)>100 ohms): assuming both left and right stn are below 100 ohms-eri= 3 months eos= 5.13 months assuming one left or right stn are below 100 ohms-eri= 4.99 monthseos= 7.99 months.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).